Event description:
It was reported by a physio-control field service representative that one of his loaner devices was found to have a burnt component on the biphasic pcb assembly. This failure was found during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the observed malfunction. The biphasic pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the field service representative's loaner pool. Physio-control further evaluated the removed assembly. It was observed that there was severe damage on the biphasic pcb assembly. The h-bridge, as well as fet transistors q5 and q6, were found to be shorted.